Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that a consumer suffered a needle stick injury before use with a bd ultra-fine¿ 6mm insulin syringe because its needle was bent and had penetrated its orange cap. There was no report of medical intervention.

Manufacturer narrative:
Additional information: a lot # was provided with the customer's returned samples on 5/22/2017. The information for this lot # is as follows: medical device lot #: 5306604, medical device expiration date: n/a, device manufacture date: 11/2/2015. Device evaluation: results: eight unused samples in an open poly bag were returned for evaluation. All returned syringes were examined and one sample exhibited the needle through the shield. A review of the device history record revealed zero defects or notifications noted for any related defects during the production of the reported lot # 5306604. Conclusion: although a needle through shield was observed with the returned samples, an absolute root cause for this incident was not determined. Additionally, our quality engineer notes that currently, the plant utilizes a system whereby an electrical current is passed over the shield to detect such defects. Improvement projects for all needle lines are underway to enhance detection capabilities of various defects and eject these when noted.